Event description:
The MFR received info alleging a ventilator was continuously alarming for a "service recommended" alarm. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed. The ventilator's interface board was replaced to address this issue.